Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to breakage of the image sensor unit, or failure of the circuit board in the video connector, or malfunction. The operation manual describes how to inspect for the suggested event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the wli and nbi [white light imaging and narrow band imaging] endoscopic images are normal. If the object cannot be seen clearly, wipe the objective lens using clean lint-free cloths moistened ethyl or isopropyl alcohol. Turn the video system center, light source, endoscope position detecting unit, and monitor on and inspect the wli and nbi endoscopic images as described in their respective instruction manuals. 1 observe the palm of your hand using the wli and nbi endoscopic images. 2 confirm that light is output from the endoscope¿s distal end. 3 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4 turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. It is further recommended that the user facility read/review the instructions for use (IFU) instruction manual and handle the device in accordance with IFU to prevent recurrence of the suggested event ¿315.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope was producing unsupported scope error code e315. The issue was found during preparation for use for an unspecified diagnostic procedure, which was not completed. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer's allegation was not confirmed. Evaluation of the device did not reproduced the reported error e315, however, the following findings were identified during inspection: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the upward/downward (u/d) angulation control knob was out of the standard value; adhesive on the bending section cover had a chip, a crack, and a white-clouded area; due to clogging of the nozzle, water removal ability did not meet the standard value; the suction connector was dirty due to water leakage; the upward/downward angulation control knob had corrosion; the suction cylinder was shaved; the image guide protector had a scratch; adhesives around the objective lens and light guide lens had white-clouded areas; the distal end plastic cover had a dent; the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.